Manufacturer narrative:
The death is reported under manufacturer report number 2916596-2023-04496. Manufacturer's investigation conclusion: the reported event of a full battery depletion was confirmed via analysis of the submitted log file. The exact time span of the log file could not be determined as the system controller clock was reset to the default timestamp of (B)(6) 2000; however, prior to the system controller clock being reset, the log file contained approximately 2 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured the 14v batteries and the system controller backup battery becoming completely depleted due to extended use, resulting in a pump stop and the system controller powering off. Prior to the batteries becoming depleted, a low voltage advisory alarm first activated on (B)(6) 2023 at 08:45:53 due to the 14v batteries dropping below the low voltage threshold. The 14v batteries were connected to the controller for approximately 15 hours prior to the low voltage advisory alarm activating. After continued use, a low voltage hazard alarm activated on (B)(6) 2023 at 10:26:13. A no external power alarm then activated on (B)(6) 2023 at 10:36:51 due to the 14v batteries becoming depleted, resulting in the system controller backup battery activating to support the system during the loss of external power. After continued use, the backup battery also became fully depleted resulting in the pump stopping on (B)(6) 2023 at 12:07:18 and the controller powering off on (B)(6) 2023 at approximately 12:08:04, indicating that the backup battery had also become fully depleted. The controller was then powered on again and upon powering on the controller the system controller clock had been reset to the default timestamp of (B)(6) 2000 due to the full battery depletion. Due to the system controller powering off, the exact duration of the pump stop could not be determined from this log file. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, and no external power, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted since patient was found unresponsive at home on (B)(6) 2023. Upon assessment, around 2pm on (B)(6) 2023, it was noted that their pump was off, 14 volt batteries were completely depleted, and the coroner felt that the patient had been deceased for 12-14 hours. Based on the event log, it appeared that the patient switched to a fresh set of batteries shortly after 6pm on (B)(6) 2023, and those batteries depleted by 10:36 am on (B)(6) 2023 at which point they had a no external power hazard. Ultimately, a pump off hazard occurred at 12:07 pm on (B)(6) 2023. The patient was believed to be home alone at the time of death. The family was not seeking an autopsy. The event log noted that the patient connected to fully charged batteries (B)(6) 2023 at 21:12 and received low voltage advisory events on (B)(6) 2023 at 08:45 followed by low voltage hazard events beginning (B)(6) 2023 at 10:26. These continued until around (B)(6) 2023 at 10:36 when 14v battery power was depleted enabling the emergency backup battery (ebb) in the controller. The ebb powered the vad at the low limit of 5600 rpm until (B)(6) 2023 at 2:07 when the backup battery was totally depleted, and the vad turned off. Additional information stated that the cause of death was unknown. The death was not considered to be device related. The device operated as expected and will not return for evaluation. Related manufacturer report number: 2916596-2023-04496.